Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: -, product ID: bi71000674, serial/lot #:-, ubd: , updated g codes and correction made to aware date as 2026-feb-02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): manufacturing representative replaced door slides, cable slides and winch. All operations were good. Codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000674, product ID: bi71000273. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the when setting up for the 2nd spin, the gantry door was stuck 4 inches open and would not open or close further. When attempting to open/close the door, they heard a loud pop. They had to manually open the door to get it away from the patient. They used the other imaging system for their confirmation spin. After the case, the spine rep was able to replicate the popping noise and was still unable to open/close it. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.